Manufacturer narrative:
Gfe response received 24jan2024 - updated field(s): occupation: rn, bs, nurse manager. Device evaluation: the product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. The returned sheath was over the catheter but it was not a maquet product. A kink was found on the catheter tubing and inner lumen near the y-fitting approximately 76.2cm from the iab tip. The optical fiber was found to be broken within the membrane approximately 25.7cm from iab tip. The optical fiber was found to be broken, confirming the reported problem. We are unable to determine when this may have occurred. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint: (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy the console generated a fiber optic sensor failure alarm. It was noted that the patient had transferred from another facility on (B)(6) 2023 and fiber optics was never charted as a source or trigger. The customer removed and reinserted the fiberoptic sensor, but there was no change. They were then directed to disconnect the fiber optic sensor, coil it up, and mark it "broken". They anticipated the iab would be pulled on day shift if they were able to successfully wean the support. The iab had been inserted (B)(6) 2023 and removed on (B)(6) 2023.they were able to transduce the inner lumen. There was no patient harm or adverse event reported.

Manufacturer narrative:
Complaint record ID # (B)(4).

Event description:
N/a.

Manufacturer narrative:
Additional reporter: minda the product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy the console generated a fiber optic sensor failure alarm. The customer removed and reinserted the fiberoptic sensor, but there was no change. They were then directed to disconnect the fiber optic sensor, coil it up, and mark it "broken". They anticipated the iab would be pulled on day shift if they were able to successfully wean the support. They were able to transduce the inner lumen. There was no patient harm or adverse event reported.